Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additionally, foreign material was found within the nozzle of the device, the angulation wires were worn, the channel tube had a pinhole, the objective lens was discolored, there was a chip on the adhesive of the coating on the bending portion of the scope, dirt was found on the objective lens, the forceps channel port was damaged, the paint on the suction cylinder and air/water cylinder was peeling, the suction cylinder was scraped, and scratches were present on the connecting tube, right/left angulation lock knob, up/down knob, right/left knob, scope connector, universal cord, grip, camera cover, protector of the universal cord, scope connector cover, scope cover, switch box, control unit, and objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope was malfunctioning during angulation. Additionally, inspection and testing of the returned scope found foreign materials within the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. The material could not be identified. Olympus will continue to monitor field performance for this device.